Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) patient results, including sodium (na) and potassium (k) results, on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer. The fse observed foaming of buffer reagent in the sample pot, and the mixer motor was covered in serum. The failure mode is determined as defective buffer valves. The fse replaced the mixer motor as a precautionary measure and replaced the buffer valves to resolve the issue. System performance was verified and no further issues were reported. Section a2, a4, and a5: information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case-(B)(4).